Event description:
Reportedly, during a bone marrow washing procedure, bag a developed a leak at the point where the tubing is sealed to the bag. The procedure was abandoned when the leak occurred (about halfway through processing). There were enough cells in the bag for two (2) infusions, which the recipient received. Recipient is reportedly doing well.

Manufacturer narrative:
(B)(6). This report is being filed due to the potential for death or serious injury. This is due to the type of material being processed (bone marrow, rather than the fact that a leak occurred). The bone marrow recipient had completed conditioning and therefore the potential loss of the bone marrow could have serious health consequences. This would not be the case if the recipient had not completed conditioning in preparation for the bone marrow transplant. Since the tubing set in question was discarded and was not available for evaluation, a trend analysis for this lot number was performed and no similar events have been reported. A review of the manufacturing operating procedure (assembly instructions) history indicates that a change was implemented in (B)(4) 2008, to provide for a more robust bond at this joint. This change was implemented after this lot of product was produced. No reports of a leak during a bone marrow processing procedure have been received for product produced since this manufacturing change.